Event description:
Customer reported a vertical line and a bright spot affecting the pump display, which impacted their ability to read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump under warranty and advised the customer to use multiple daily injections as a backup insulin therapy. The customer was guided on putting the pump into storage mode and instructed to return the faulty pump using a pre-paid label within ten days.